Event description:
The following was reported: "during the operation, the recording function was tested, but an error occurred and the video could not be saved." No negative impact in state of health reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).